Manufacturer narrative:
The device was not returned for analysis, as it was inadvertently discarded. Since the device was not returned, we are unable to perform further root cause analysis. Medwatch # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a user-facility medwatch stating that a cello balloon catheter "kinked and the balloon ruptured during the procedure while the catheter was inserted into the patient."